Event description:
It was reported that the customer went swimming with the insulin pump still attached to them. The insulin pump was in a waterproof case, but, after the incident the device got an unresponsive keypad and buttons. It was reported that troubleshooting was performed by removing the battery for two hours and inserting a new battery, but this did not resolve the issue at hand. The customer's blood glucose was 113 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.